Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a fall which led to the right atrial (ra) lead becoming dislodged. This was confirmed by x-ray and testing, the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.